Event description:
It was reported by the service report that the siderail could become unlatched during use due to a broken weldment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.